Event description:
Patient admitted to hospital for removal and replacement of bilateral silicone breast implants secondary to rupture. Right breast implant showed evidence of calcification within the capsule, protrusion of silicone material throughout the capsule. Left breast implant that was in submuscular pocket demonstrated quite a bit of extra capsular extravasation. Original breast implants were placed in 1976.